Event description:
The pt experienced a loss of therapeutic effect. The impedance measurement on contact 0 was >20000 ohms; all other electrodes showed good impedance values. The implantable neurostimulator was reprogrammed to not use contact 0. Following the reprogramming, the therapy was "working good" for the pt.

Manufacturer narrative:
(B) (4)